Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp)'s caregiver (cg) stated that the hp connected when the priming had finished and before the initial drain. The technical service representative (tsr) advised the cg to start over with new supplies and to notify the nurse. The cg to start over with new supplies and call nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2012 regarding the alarm, it was revealed that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no leaks, loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter and a lot number was unknown, precluding further investigation. As a result, the reported issue was not confirmed and a cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.